Event description:
The following was reported: on (B)(6), 2026, when the doctor of the department was using the endoscope system, no signal was displayed on the main screen. The doctor immediately replaced it with another same-type camera host and notified the medical equipment department for maintenance. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).